Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated power-on reset parameters were present. Hybrid analysis reported no reason code power on resets (pors) were confirmed in the device save to disk (s2d) data. Analysis demonstrated that the device was fully functional and attempts to induce new pors were unsuccessful. Surface discolorations consistent with electrical arcing were observed on the exterior of the device. Discolorations in the right ventricular (rv) high voltage-b (hvb) set screw bore were also observed. Analysis was unable to determine a cause for the no reason code pors after the device functioned as intended with no new pors generated.

Manufacturer narrative:
Product event summary: the device was not returned. However, performance data from the device was received and analyzed. Analysis of this data indicated power-on reset parameters were present.

Event description:
It was reported that the device had a telemetry problem and a por (power on reset) occurred. It was noted the wireless telemetry got lost and then was not available anymore and when the device went into por reprogramming of the device was possible. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.